Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed rash that is now sore under all of the electrodes and that the device makes him itch and hot. The patient's physician did prescribe an ointment which helped. Patient was also remeasured and placed into larger garments. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.